Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The mp4 video included in the complaint was reviewed by the senior medical affairs director. The review is documented below. [Procedure video review]: ¿the description of the event is clear, and the text is supported by a video showing a rotational angiography with a coil protruding from a coiled aneurysm in the acom region. The protrusion of a final coil into the parent vessel can have a variety of reasons such as proximal location of the microcatheter upon detachment, the coil being sucked back into the microcatheter upon removal of the pusher wire, and inadvertently upon removal of the microcatheter. In theory the description the physician gives in the text can make sense. The underlying mechanism in this case cannot be reliably concluded from the images provided.¿ physician name and date reviewed: (B)(6) md, msc (B)(6) 2025. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1.50mm x 3.00cm galaxy g3 mini (glm915030 / lot# unknown) was used as the last coil. After it was detached, the physician experienced ¿the end of the coil protruding outside the aneurysm.¿ the physician provided the following feedback, ¿when using g3 mini as a finishing coil, the mini's suture compresses the coil's primary wire like a spring (shortening the pitch), which causes a recoil force when detaching, resulting in the coil bouncing out.¿ there was no report of any negative patient impact. A short 8-second mp4 video was included in the complaint. The video will undergo independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 17-nov-2025. [Additional information]: on 17-nov-2025, additional information was received. Per the information, ¿the coil did not perforate the aneurysm; however, a portion of the coil protruded into the parent vessel. To prevent potential embolic events caused by the protruded coil, an additional stent placement was performed to secure the protruded coil against the vessel wall. Following this intervention, the patient successfully completed the procedure without any complications.¿ multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Coil protrusion into parent vessel could result in non-target site embolization, ischemia or infarct or may require additional intervention. Clinical and procedural factors, including aneurysm/vessel characteristics, device interaction, and device manipulation, may have contributed to the reported event. Possible causes for the event may have been due to the proximal location of the microcatheter upon detachment, the coil being suctioned back into the microcatheter upon removal of the pusher wire or being inadvertently moved upon removal of the microcatheter. Since the event required the surgical intervention of implanting an additional stent to secure the protruded coil against the vessel wall, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.1, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.